Event description:
It was reported that the inflatable penile prosthesis (ipp) was being prepped for a procedure when the scrub tech identified a hair in the packaging. A new ipp was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. Inspection of the device in the packaging identified a strand of hair was sealed inside the sterile packaging. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was being prepped for a procedure when the scrub tech identified a hair in the packaging. A new ipp was used to complete the procedure. There were no patient complications reported.